Event description:
The customer reported that insulin was squirting out, and the insulin pump had an error alarm during the manual prime process. Advised the customer's blood glucose reading was 89 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.